Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received or evaluated on site. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pressure alarm that occurred during use of the thermax blood warmer unit is an alarm that prevents the automated blood return procedure; however, the machine operator¿s manual indicates that treatment can be terminated manually at any time in order to prevent patient blood loss. Alarm situations would only result in a delay in therapy and are intended to notify the user of conditions with the machine or setup. This is not likely to cause or contribute to a death or a serious injury. There is no investigation information available to indicate that a machine malfunction contributed to patient blood loss. The cause of the condition was determined to be related to clinical determination or unintended use error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a thermax blood warmer unit. The extracorporeal (ec) blood was not returned to the patient twice due to alarm situations. The first alarm was due to the thermax blood warmer unit, which stated the heating was disabled and the disposable collapsed. Troubleshooting was attempted, but the prismax machine did not allow blood to be returned to the patient. The second time was an access pressure issue, and again, when attempting to return blood, the prismax machine did not give the option. There was no significant drop in hemoglobin, and the patient remained hemodynamically stable. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.